Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient has been seen several months ago and the longevity remaining was about seven years. At the most recent follow up, the longevity remaining decreased to four months. Technical services (ts) recommended the patient be seen at the hospital to collect device data for it to be analyzed. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient has been seen several months ago and the longevity remaining was about seven years. At the most recent follow up, the longevity remaining decreased to four months. Technical services (ts) recommended the patient be seen at the hospital to collect device data for it to be analyzed. This device was explanted and replaced. No additional adverse patient effects were reported.